Event description:
Senseonics was made aware of an incident where user reported being hospitalized due to a bypass surgery, which occurred on (B)(6) 2025. At the time of the call, the user reported feeling better.the event was not related to diabetes management or glucose measurements.per dms review, the user has not been using the system since (B)(6) 2025 at 6:59 am due to hospitalization.

Manufacturer narrative:
The user reported being hospitalized due to a bypass surgery, which occurred on (B)(6) 2025. At the time of the call, the user reported feeling better.the event was not related to diabetes management or glucose measurements.per dms review, the user has not been using the system since (B)(6) 2025 at 6:59 am due to hospitalization.